Manufacturer narrative:
The initial MDR 2432235-2015-00316 was filed on july 02, 2015. The first supplemental MDR 2432235-2015-00316_s1 was filed on july 08, 2015. Additional information (07/01/2015): while a siemens regional support center (rsc) specialist was at the customer site, he also performed instrument decontamination and preventive maintenance. The rsc specialist then replaced the acid injector assembly, the port base injection, the pump 5 membrane, the pump rotating piston, the valve manifold, the reagent probe syringe assembly, and performed preventive maintenance. The cause of the discordant tni-ultra results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant cardiac troponin I (tni-ultra) results were obtained on two patient samples when run in duplicate on an advia centaur cp instrument. The discordant results were not reported to the physician(s). Sample (B)(6) was repeated in duplicate on an advia centaur xp instrument, resulting higher. Both the samples were run in duplicate on s/n: (B)(4), resulting different than the initial results. A new sample was obtained from the patient with sample ID (B)(6), which resulted higher. The customer reported a delay in turnaround time for tni-ultra results on both patient samples because of the discordant results. The correct result for sample (B)(6) was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant and delayed tni-ultra results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that sample (B)(6) was hemolyzed. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and could not find any instrument malfunction. The cause of the discordant tni-ultra results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Additional information (07/01/2015): a siemens regional support center (rsc) specialist was dispatched to the customer site to address the ongoing issues with the advia centaur cp instrument. The rsc specialist tested precision using multi-diluent and some replicates did not result as expected. The rsc specialist replaced the valve block and base pump, and then repeated the precision test and results were all acceptable. The rsc specialist also performed decontamination. The cause of the discordant tni-ultra results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.